Event description:
It was reported that during a trochanteric fixation nail system (tfn) procedure, a helical blade coupling screw broke off. It was removed with a conical extraction screw. Helical blade was successfully inserted but towards the end of procedure there was difficulty in disabling the instrumentation. The helical blade inserter became stuck on the click button on the aiming arm and would not release blade guide sleeve. The surgical team was unsuccessful in removing the guide sleeve from the 130 degree aiming arm. A hammer was used to hit it and this damaged the blade guide sleeve and the buttress compression nut became stuck on it. It was reported that knob of the coupling screw broke off and fell on the floor after it was hit by mallet. All broken fragments were retrieved. There was a 10 minute surgical delay. There was no harm to the patient and the procedure was successfully completed. This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates the pin will not pass through part on supplier parts. The nonconforming parts were returned to the supplier, reworked, inspected 100% and passed. This nonconformance is not relevant to the complaint condition because the issue would not contribute to the coupling screw breaking. No issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned helical blade coupling screw was received in two pieces with the head of the coupling screw separated from the shaft. Heavy hammer marks were on the head portion of the instrument. Product drawings at time of manufacture were reviewed during this evaluation. No drawing discrepancies were identified. The damage to the instrument is typical as the instrument is hammered repeatedly in order to insert the coupling screw. Often it can be hammered off angle, causing the head to break. This breakage can also occur if the coupling screw is hammered while slightly loose. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.